Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose ranged from 251-253 mg/dl.